Manufacturer narrative:
MDR is being filed due to field action ref-2027969-10/12/16-004-c. Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, (B)(4), was initiated to address this issue. Date of this report selected as 9/29/2016 to reflect the date in which field corrective action 2027969-10/12/16-004-c was initiated.

Event description:
The customer attempted to run the total 5 control level 1 at 2 stdev with a bnp result outside of the expected range low at 68.7 pg/ml (2 stdev: 70.3-113 pg/ml). The customer also reported results outside of expected range for on an alternate lot of total 5 controls. Total 5 controls may have been stored in improper conditions.

Manufacturer narrative:
Additional information: return triage meter was received by manufacturer on 01/31/2017. The return of this meter does not impact the investigation conclusion. Therefore no device evaluation was performed. Investigation conclusion remains same as previous report: MDR is being filed due to field action ref-2027969-10/12/16-004-c. Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, (B)(4), was initiated to address this issue.